Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt experienced a red heart alarm and explained that he connected to battery power and then changed to the power module when he had sudden onset of red heart alarms. The pt exchanged equipment and the pt experienced alarms while connected to the power module, but not when connected to batteries. During troubleshooting, the pt felt faint and light headed and looked pale. When the pt was connected back to batteries, he felt better. Medical engineering at the hospital examined the power module and it functioned correctly. The vad coordinator tested the 14 volt power module pt cable and received a yellow wrench alarm. The 14v cable was attached to another power module and the same alarm occurred.

Manufacturer narrative:
Usage of the device: the usage of the returned power module 14 volt pt cable (lot #35050180512) is not known to the MFR as the pt cable is not labeled for single use. The equipment that was exchanged at the time of the event has been returned to the MFR and are currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.